Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, suspected rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 300cc mentor memory gel breast implant prostheses and experienced right-sided rupture and left-sided breast pain postoperatively. MRI was performed on (B)(6) 2021 due to left-sided breast pain, and the result indicated left-sided rupture. As a result, the patient underwent removal and replacement with two 240cc mentor memory gel breast implant prostheses (catalog #: smpx240, left serial #: (B)(4), right serial #: (B)(4) on (B)(6) 2021. However, upon explanation, the right-sided implant was found to be ruptured, and the left-sided device was found to be intact. The patient was recovering well after the revision surgery. This report is for the left-sided prosthesis.